Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure the stem and offset would not engage. After further review, it was noted that the screw driver had been rounded off. This resulted in a 30 minute delay.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Reported condition was confirmed; the hex corners were rounded off, this was most likely due to wear during its intended use. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.